Manufacturer narrative:
The viasys respiratory care service tech evaluated the unit and determined that the root cause if the reported event was that the unit was out of calibration. The viasys respiratory care service tech calibrated the unit's o2 blender and ran the unit through a complete check out to ensure that it meets all factory specifications. Upon completion the unit was returned to the customer ready to be placed back into service. No component and symptom trend has been identified and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.

Event description:
(B)(6) called and has a second unit that does not alarm when there are no gas sources hooked up, talked to (B)(4) he will run some tests to see if this is normal operation. Will call (B)(6) back when I know. Tim called and unit was on a pt at and display went blank, they turned off unit and turned back on. He will have resp care call me back with more specifics. (B)(6) called back and incident happened last thurs on (B)(6) 2004. The unit had been alarming low ncpap and she went to check out situation and noticed that the display for ncpap was blank and unit had stopped alarming. She turned unit on and off, took generator off had stopped alarming. She turned unit on and off, took generator off of a baby and occluded prongs and this did not solve problem. Pt weighs approx 3 kg and was on ncpap +5 and fio2 of 30% at the time. The pt was taken off of infant flow and placed on another ncpap device in hospital. There was no pt compromise. According to (B)(4), the unit was in dept the next day and display was working again, she insisted that unit go to biomed for more testing, unit to return back to (B)(4) for warranty repair under rga#(B)(4).